Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a button keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/10/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No damage was observed to the pump keypad cover. During testing, all of the keypad buttons responded properly; the unresponsive buttons were not duplicated. The keypad cover was removed and no contamination or other anomaly among the key contacts was found. The pump case was opened and the keypad flex was firmly seated with no signs of damage or contamination. Unrelated to the complaint, a crack was observed along the pump battery compartment. Additionally, the rim of the cartridge compartment was damaged and the cartridge cap could not be attached.